Event description:
It was reported that there was a loud bang and smoke emitted from the device while charging to 360 joules during testing. This failure would likely prohibit the use of defibrillation therapy due to the extent of the internal damage. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that a diode, designator cr21, had blown off of the therapy pcb assembly which caused the massive internal damage. Physio then replaced the therapy pcb, energy storage capacitor and inductive resistor assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the failure to diode cr21, causing it to blow off of the therapy pcb assembly, could not be determined.